Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51-53 mg/dl. Cause of bg was not known. Juice and candy was consumed to address bg.